Event description:
Report patient received that patient was in the ER and "wet as a noodle" and unconscious. Follow up with hcp revealed patient's devices have been replaced post the initial report in effort to determine cause of "overdose event." Patient received pharmacy compounded baclofen prior to replacement of pump in 2003 on pump lioresal was put in the pump. Event occurred again the following month on lioresal. Catheter checked and it is unknown if events are related to other drugs patient is receiving or pump related. Symptoms include unconsciousness, puplis reactive and patient is reactive to painful stimuli. Patient is normally responsive to to voice and touch and responds with a smile. Patient takes anti seizure medications and may be experiencing seizures resulting in the symptoms reported. Hcp is investigating for possible drug metabolism issues. Device returned to manufacturer for analysis. A follow up medwatch will be filed when additional information is available.